Event description:
The pt reported she has lost a significant amount of weight and is experiencing difficulty charging her ipg and has to charge in a certain position due to the ipg being tilted in the pocket site. A replacement charging system has been sent to the pt. The pt is working with the physician to determine the next course of action which will be taken when the pt's weight stabilizes. Follow-up identified the pt is satisfied with the therapy she is receiving and her main concern is with the battery placement. No add'l info is available at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.